Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during left middle cerebral artery (mca) stenosis case, resistance was encountered when subject guidewire was used to deliver balloon catheter. While doing so, distal tip of the subject guidewire got fractured and the fractured segment which remained in patient¿s body was tried to retrieve using a snare device but failed. Then, it could be successfully removed using thrombus retriever. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Event description:
It was reported that during left middle cerebral artery (mca) stenosis case, resistance was encountered when subject guidewire was used to deliver balloon catheter. While doing so, distal tip of the subject guidewire got fractured and the fractured segment which remained in patient¿s body was tried to retrieve using a snare device but failed. Then, it could be successfully removed using thrombus retriever. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added d9 / h3 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject guidewire was returned in two fragments at 210cm proximal and 4.5cm distal. The proximal and distal segment of the subject guidewire was found to be broken along the nitinol tubing with the core and platinum wire exposed and the platinum wire stretched. The core wire distal end was observed through the distal tip dome. Functional testing could not be performed due to damage to subject guidewire. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared for use as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the tortuosity of the patient's anatomy was average, the subject guidewire tip was shaped, the introducer was used when inserting the subject guidewire, and resistance was encountered at the distal part of the subject guidewire during the procedure. The subject guidewire was returned broken in two fragments at 210cm proximal and 4.5cm distal. During visual inspection, the nitinol tubing was found to be broken/fractured on the proximal and distal fragments with the core wire slightly exposed on the proximal fragment and the core wire and platinum wire exposed on the distal fragment. The platinum wire was noted to be stretched. Based on the visual inspection and information provided in the complaint, it is probable that the subject guidewire encountered tension and/or torsion forces at the distal tip due to advancing the device against resistance causing it to fracture. The stretching of the platinum coil observed during analysis is a by product of the fracture. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire distal tip broken/fractured during use', the as reported 'guidewire distal end friction' and the as analyzed 'guidewire distal tip stretched' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.